Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they error code-570.6200 is confirmed due to a failed oridion board, replaced it a new oridion board. Updated a new logic board per c.o.# (B)(4). Damaged front case and rear case, replaced them new front case and rear cases assembly. The outlet etco2 door stuck, replaced it a new outlet door. Performed leak down test and co2 calibration with passing results. The probable cause of the reported issue was due to electrical failure of the oridion assy board etco2. A review of the device history record showed the device had a manufacture date of 16sep2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 570.6200. There was no patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device showed the error code 570.6200. There was no patient involvement.